Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
The patient reported feeling continually worse since the implantable pulse generator (ipg) was implanted and inquired if they were allergic to the ipg. The ipg remain in use and no patient complications have been reported as a result of this event.